Event description:
Joystick would say goodbye but not power down, tried a loaner joystick and it worked for a couple of days, tried another one and it immediately did the same thing. Dealer would like call on what was found.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4). The owner's manual part number 1023891 rev k was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Joystick allegedly keeps failing.